Event description:
The customer reported directly to medtronic xomed inc that as the procedure progressed, the or staff was unable to pass a suction tube down the airway of the endotracheal tube. Patient ventilation was not inhibited, but the staff removed and replaced the tube with a regular endotracheal tube. Customer commented that the patient had a thick tongue. No patient impacted was reported, and the tube was replaced without incident.

Manufacturer narrative:
The tube was not returned for further evaluation.